Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed from external and internal inspection which included able to get care orchestrator information from device, dust-like contamination on the iso port, missing rubber pads on the bottom enclosure, brown discoloration on the bottom enclosure, dust-like contamination on the blower box, brown discoloration on the blower box (indicative of tobacco use, dust-like contamination on the blower, potential mineral deposits on the bottom of the blower (indicative of water ingress),black contamination, consistent with keratin, at the air outlet of the blower box and confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow and was not able to confirm the complaint or address the symptoms specified. In box h: device eval. By mfg? ,(device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box d: device serviced by 3rdp?, device avail. For eval? And date returned has been updated. In box e:reporting address state, reporting address postal, reporting address city and reporting address line 1 has been updated.